Manufacturer narrative:
H6: c19: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2024, the patient underwent endovascular treatment of stenosis of the common iliac artery using gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). During the procedure, the physician used xianjian 8f sheath to advance the vbx device. The vbx endoprosthesis was dislodged from the delivery system at the valve of the sheath during advancing. Then both vbx device and the sheath were removed. A 9f sheath and another vbx device were used to complete the procedure. The physician suspected that the inner diameter of the xianjian 8f sheath was slightly smaller.

Manufacturer narrative:
H6: c19: the complaint reports difficulty with insertion of a vbx device through an introducer sheath with dislodgement of the endoprosthesis. The vbx device catheter as returned for evaluation was broken and catheter damage was observed. The timing and cause of the observed breakage relative to the attempted vbx device advancement and withdrawal is unknown. The distal portion of the vbx device catheter as returned was still inside an introducer sheath, consistent with the complaint details as reported. The vbx device was not able to be removed from the introducer sheath during evaluation. The inability to remove the vbx device from the sheath during evaluation may be related to the presence of dried blood/fluid on the device or the damaged condition of the device as received and is not necessarily indicative of the condition of the device at the time of the complaint. Based on the vbx device IFU, the 8f sheath used was compatible with the vbx device configuration. Attempts were made to cut the introducer sheath to determine if the endoprosthesis was present inside the introducer sheath, but the endoprosthesis could not be directly observed. Therefore, the reported complaint of endoprosthesis dislodgement could not be independently confirmed. The cause of the reported vbx device endoprosthesis dislodgement during attempted insertion through the introducer sheath could not be established.